Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnected and apnea. The patient¿s blood oxygen saturation was decreased. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.